Manufacturer narrative:
The pump was returned and analysis found no evidence of anomalies.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) through a manufacturing representative. The patient's pump had been empty for quite some time. Patient had no withdrawals, adverse events, or problems with the pump. It was stated that the patient has been doing very well with pain control and no longer needed the pump and therefore chose to have it removed. The patient had no pain. There was no patient injury. The pump was removed on (B)(6) 2016, and the patient recovered without sequelae. No rotor study or dye study was performed.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 27 mg/ml and morphine 13.5 mg/ml. The indication for use was spinal pain. An empty pump alarm occurred. The pump had been "dry for a long time." The patient stopped getting refills because they did not need it anymore. They were receiving other oral medications to treat their pain. Although it was noted that "there were no symptoms, no adverse events/effects, and no withdrawal," the pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.